Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance obtaining the clinical audit logs following a patient death. Per the customer, the device possibly did not alarm when it should have; therefore, the user did not respond to necessary alarms and the patient passed away. No additional information was provided.